Manufacturer narrative:
(B)(4): how did the clips not come out correctly? The clips were not forming, they were not being fully closed. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the clips did not come out correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient. This is all the information that was provided.